Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the second of two reports. Refer to 9611594-2017-00025 for the first event. It was reported by the patient's parent that the extension set kinks and interrupts the constant overnight feed that the patient requires. The patient has very-long-chain acyl-coa dehydrogenase deficiency (vlcad). Once the extension set kinks, the alarm sounds and the infusion stops. The mother alleges that on an unknown date, this caused metabolic instability and rhabdomyolysis, requiring hospital admission. No further information has been provided.